Event description:
I've been using complete contact solution for approximately 10 years with no problems or side effects. I bought a bottle of "complete moisture plus" multi-purpose solution. The back of the bottle was lot #zb03339 and the expiration date was 08/2008. To my knowledge, I have never had an eye infection in my life, however, in 2007, both eyes started weeping a green substance. The next morning, I woke up with both eyes crusted over. I went to the doctor that day and he prescribed sulfacetamide sodium ophthalmic solution 3 times a day for 5 days. I woke up the next 2 days with my eyes also crusted over and it was recommended by my doctor that I not go to work for at least two days so I wouldn't infect anyone else. I also threw my contacts away because I was afraid the infection would come back.